Manufacturer narrative:
The cause for the initial false positive advia centaur xp troponin test result when compared to repeat negative troponin results may be attributed to specimen collection and handling. The customer's quality control results were within acceptable ranges and no reported system issues at the time of the positive troponin result. All other assays and test results that were run at the time of the discordant result with the advia centaur xp system were correct. The customer ran troponin patient samples in duplicate for one week afterwards and there were no discordant troponin patient results. To optimize specimen collection and handling, the laboratory has changed their sample tube handling procedure to allow for a 30 minute clotting period and system performance is good. The instruction for use under the summary and explanation of the test section states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi." The instruction for use under the specimen collection and handling section states the following: "allow samples to clot adequately before centrifugation. Keep tubes stoppered and upright at all times. Do not use samples that have been stored at room temperature for longer than 4 hours. Tightly cap and refrigerate specimens at 2° to 8°c if the assay is not completed within 4 hours. Freeze samples at or below -20°c if the sample is not assayed within 24 hours. Freeze samples only once and mix thoroughly after thawing. Frozen specimens can remain frozen up to 1 month in non-frost free freezers. Frozen samples must be centrifuged at 2200 x g for 10 minutes before analysis. Before placing samples on the system, ensure that samples have the following characteristics: samples are free of fibrin or other particulate matter. Samples are free of bubbles. The system is performing within specifications.

Event description:
A false positive advia centaur xp troponin ultra result was obtained by the customer on a patient sample and considered discordant when compared to a negative troponin result from a second sample draw and repeat test results. There is no known report of adverse health consequences due to the discordant positive advia centaur xp troponin ultra result.